Event description:
During the implant procedure, while tunneling with a medtronic catheter passer, the patient experienced excessive bleeding from the neck incision site. Physician applied pressure and used a hemostatic agent to achieve hemostasis. Pressure dressing was placed at the neck incision site after the procedure was completed to minimize swelling. This resolved the issue.